Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the pin for holding the implant at the distal tip is broken. Correct attaching of the implant at the instrument was not possible. Incident happened during surgery. No patient harm resulted. No significant prolongation resulted; a substitute instrument was used. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The device was received with the tip sheared off. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Because of the finding that the tip is sheared off, it is likely that the occurrence is due to excessive mechanical force. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.